Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4) implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial#: (B)(4) implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 21-feb-2019, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(4), ubd: 16-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 5 mg/ml dilaudid at 0.39 94 mg/day via an implantable infusion pump for chronic back pain. It was reported that the patient's catheter had migrated and could not be aspirated. The patient had an increase in pain level, and no withdrawal symptoms were noted. The patient reported that they had no falls or injuries reported. The patient reported that the healthcare professional (hcp) attempted a catheter dye study and they were unable to aspirate the catheter. X-ray showed that the catheter had migrated. The patient was referred to a doctor for a catheter revision. The catheter revision was done on (B)(6) 2019. It was reported that the catheter tip had migrated to l2. The catheter was looped above the anchor and the anchor was also anchored in the wrong direction. The existing anchor sutures were cut and the catheter was successfully moved back up to t11-t12. The anchor was re-sutured securely and the catheter had good cerebrospinal fluid (csf) flow. The previous implanter looped the catheter above the anchor site and then sutured the anchor upside down, which created some tension and possibly caused the catheter to migrate down. It was reported that the issue was resolved at the time of the report, and the patient's status was noted as "alive-no injury." No further complications were reported.